Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2015-03382, 2134265-2015-03408 and 2134265-2015-03411. It was reported that automatic pullback failure occurred. The motor drive unit (mdu) was used in conjunction with opticross¿ coronary imaging catheter and a sled during percutaneous coronary intervention (pci). During the procedure, the physician inserted the imaging catheter into the patient's body through its target lesion located in a 90% stenosed, moderately tortuous, and moderately calcified proximal end to distal left circumflex artery. Automatic pullback was performed, however, pullback would not start. The imaging catheter was reconnected to the mdu, but the issue was not solved. Another opticross¿ was used but the same issue occured. The procedure was completed with a different device. No patient complications were reported and the patient's condition is stable.